Event description:
Following a catheter revision in 2008, (see mfg. Report # 6000030200802167), the catheter migrated out of the cerebrospinal fluid and was replaced. Pt symptoms included seroma, headache, increased pain, and vomiting. The symptoms resolved, and the pt was reported to have recovered without sequela. The pump was used to deliver hydromorphone, bupivacaine, and clonidine. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.